Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open ¿ locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) fluoroscopic still image was provided in which 2 fully deployed clips can be visualized; there is no sgc/cds in view indicating the image was taken post deployment of the second clip (reported device). Per the incident details, the first clip of an unspecified size was implanted without issue. A second clip (reported device, xt size) was implanted to further reduced mr. In the image, the top right clip is oriented such that the clip arm plane is almost completely parallel with the fluoro view line of site making it difficult to assess clip size and clip arm angle; it appears to be an nt or ntw clip size and presumably the first implanted clip (no reported issue). The bottom left clip is oriented such that the clip arms can be visualized and confirmed to be longer/thinner arms indicating an xt clip size, and is presumably the second implanted clip with the reported issue. The clip arm angle of the reported clip appears to be ~10° - 20° and in the fully closed position per the instructions for use; this is an estimation based on visual assessment and cannot be confirmed. However, based on the image provided, the reported clip does not present with a significant clip arm angle that would typically be indicative of a cowl event. Per the instructions for use, the user closes the clip until the clip arms form a distinct "v" shape (fully closed) which is shown in the image. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.¿

Event description:
This is filed unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. One clip was successfully deployed on the mitral valve. To further reduce mr, an xt clip was inserted and deployed on the mitral valve, reducing mr to a grade of 2. However, shortly after deployment, the clip opened to roughly 25 degrees. It was noted the clip remained stable on the leaflets and mr remained at a grade of 2. Therefore, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.